Manufacturer narrative:
(B)(4). The device was not returned for analysis and a photo provided by the user facility did not confirm the report of "distal edge of the device would not open;" therefore, no definitive conclusion could be drawn based on the clinical observation.

Event description:
Medtronic received report that the distal edge of the device would not open during deployment. It was reported that there was a combination of unsheathing and pushing in effort to open the device. After resheathing two times the device was pulled retrograde through the microcatheter and removed. It was further reported that the edge of the device became frayed when it was deployed after removal. A new device was used successfully with no complications or injury.